Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-16459, related manufacturer reference number: 1627487-2021-16460. It was reported patient experienced ineffective therapy due to high impedances. As such surgical intervention took place, where it was found that the ipg had flipped in the pocket more than 30 times. This caused the extension wires to twist and causing the issue. Physicians replaced the extension wires and ipg leading to effective therapy.